Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation.

Event description:
It was reported that the preamplifier was returned to service and repair with a report of working intermittently. The customer reported they found pins inside that were corroded and tried cleaning them. The unit only works intermittently now and sometimes not at all. The user switched out the device for another preamplifier for the case. There was no patient impact or report of injury.

Manufacturer narrative:
The device was returned and evaluated by the quality engineering team. It was found that some pins were broken away from the top board and there was evidence of corrosion on a connector due to fluid ingress. All boards were replaced due to system upgrades that are designed to prevent fluid ingress. The root cause of the reported intermittency is likely the result of anticipated wear/use/maintenance condition of the device. The device was repaired, tested to specifications, and returned to the customer. Methods: actual device evaluated; mechanical evaluation; visual inspection results: wear problem. Conclusion: device repaired and returned

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.